Event description:
Same case as MDR ID: 2134265-2015-02684. It was reported that pericardial effusion occurred. The patient underwent a successful left atrial appendage closure (laac) procedure by using the watchman® double curve access system and 27mm watchman ® laa closure device & delivery system. About two and a half hours after the procedure, the patient was suffering from low blood pressure and syncope. Pericardial effusion was detected. Pericardiocentesis was performed and about 300 cm3 of blood was drained from the patient. The patient was stable the next day, but remained hospitalized. The patient has since recovered and been discharged.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).